Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: sedr01, ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient was brought to the emergency room complaining of vomiting, light-headedness and possible syncope. A device check on the implantable pulse generator (ipg) was noted as "normal." However it was later determined that the right ventricular (rv) lead displayed intermittent capture on the monitor. A chest x-ray confirmed that the rv lead had partially pulled back out of the device header and the pin could not be visualized past the distal header block. A lead test indicated "no issue with the rv lead." A suspected setscrew issue was noted. A temporary pacemaker lead was placed. The ipg was eventually explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.